Manufacturer narrative:
UDI section and operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was system failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: health impact and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service and repair records indicated that the reported sn# passed all functional tests including the ground bound test per test data form. Out of this job of 25 there were no recorded failure or rework. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the front cover broken on top left corner, paint seems to have been scrubbed off a little, on the bottom of the unit the cover screws were completely rusted. Functional testing found the device failed at ground bond- there was a loose bolt on the chassis that holds the pump/heater and aux grounds. Tightened ground screw on chassis. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.